Event description:
Pre dialysis treatment, pt denied any complaints. Two hours and 20 minutes into treatment, pt. Complianed of chills, temp 94.5 then spiked to 103.8, some facial swelling noted. Physician was notified. Suspected pyrogen protocol followed. Pt transported to ER. (Treatment terminated early benadyrl given).